Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient was not satisfied with hearing outcomes and experienced intermittent high sound levels with the device. The patient also experienced pain at the implant site. Subsequently, the device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with another device as of the date of this report.